Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second of two reports (same patient, same incident, similar problems, same product ID, different serial numbers). This report is regards to the second catheter used. Linked to MFR report number: 2023988-2014-00040. The first catheter was inserted and it displayed intracranial pressure (icp) for about 3 hours and then the readings disappeared. It was replaced and the second catheter also displayed icp for about 3 hours and later stopped displaying the values. When the second catheter was taken out, the catheter was also bent. It was bent at the distal end of the catheter. There was no patient injury or death alleged. The distributor will try to get product details regarding the first catheter.